Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's wife stated that the receiver is connected and working properly. Advised patient's wife to forget all other bluetooth devices, disable then re-enable bluetooth, and swipe kill all background applications, and if the issue is not resolve itself in 5 minutes time, reboot the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of loss of connection as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.